Manufacturer narrative:
Section e: (B)(6).

Event description:
It was reported that the patient presented for an ablation procedure. It was noted during the ablation procedure that the abbott implantable cardioverter defibrillator (ICD) experienced an inappropriate reset. No further information was provided.